Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported for right side rupture and textured to smooth exchange. The device remains implanted.

Manufacturer narrative:
Device evaluation: device photographs for the device related to the reported event of rupture, anxiety-product procedure were reviewed on mar 15, 2021. Visual analysis of the photographs identified: red particle material on the shell, opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported for right side rupture and textured to smooth exchange. The device has been explanted.

Event description:
The device has been explanted.